Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The patient indicated to her husband that she did not feel well. She was walking to the bathroom and passed out. Her husband administered glucagon before contacting the paramedics. When checking the cgm at this time it showed a signal loss and was not displaying a glucose value. The paramedics gave the patient glucose; she became coherent and refused to go to the hospital. She indicated her bg was below 20 mg/dl at this time; she did not indicate who had checked it, or if it was checked before treatment. She stated that she was within range of the smartphone during the signal loss. At the time of report, the patient was rested and had recovered. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.